Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the wire got stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery (lad). A rotawire 330 cm gw (5pk) flop was selected for use. During the procedure, it was noted that the wire got stuck in the distal vessel. The procedure was completed with another of the same device. There were no patient complications.